Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+3.0/078 (sphere/cylinder/axis), was stuck in cartridge or injection system. There was patient contact but no injury. The lens was replaced with a different model but same length lens and the problem was resolved. At post-op 1 day the eye was quiet and settling well. The lens was thrown away. The cause of the event was due to the device.